Event description:
A complaint was received that when using a medisense blood glucose monitoring device, the consumer was receiving high capillary blood glucose readings. The initial complaint investigation revealed that the consumer was using a glucose meter not calibrated for the strips being used. If this meter was used to perform an assay it was determined that the values, when plotted onto a clarke error grid, fell into the "c" zone which is considered to be clinically significant.